Event description:
Caller reported cgm error, which required a pump reset. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and walked the caller through the process. After reset, the pump did not display the error code again, and the caller successfully started their sensor session.